Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) / pvc (premature ventricular tachycardia) ablation with a thermocool smarttouch sf catheter and the patient experienced heart block that required pacemaker insertion. During ablation the patient went into temporary heart block. The medical team immediately began pacing the patient from the ablation catheter and slowly came off pacing as the patient's intrinsic rhythm returned. They continued the pvc ablation and later in the case the patient's p-r interval was noticeably prolonged. They stopped the ablation procedure at that time. The patient remained hemodynamically stable. They stayed in the hospital for overnight for observation. It was determined that the patient was going to be getting a permanent pacemaker implanted the day after the procedure.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).